Event description:
The hospital reported that during three separate endoscopic vein harvesting procedures, the coatings on the hemopro tip came off. The same device was used to complete each procedure. The hospital did not report any patient effects. Maquet cardiovascular anticipates return of the product in question. Refer to medwatch #s 2242352-2011-01721 and 2242352-2011-01722.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non conformance issue(s) with this production lot. Internal file number - (B)(4).